Event description:
It was reported that after the procedure was complete, it was noticed that the device smelled like it was burning. A short was discovered in the cord near the battery pack. There was no patient involvement and no allegation of adverse consequences due to this event.

Manufacturer narrative:
The device has been received at the manufacturer and the investigation is ongoing. A follow up report wil be filled when the investigation is complete.